Event description:
On (B)(6) 2012, the patient contacted animas to report she is having unexplained elevated blood glucose in the 200-300 mg/dl range for the 3 days. The patient indicated that she has never had problems with high blood glucose for 3 conservative days during her 26 years of having diabetes. Her normal range is 60-140 mg/dl. Despite of the new insulin bottle she received during her doctor's appointment on (B)(6) 2012, her blood glucose remained elevated. The animas representative could not found any product defect during the troubleshooting session. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. This complaint is being reported due to the unexplained and unresolved elevated blood glucose the patient had while on insulin pump therapy. The animas product was requested back for investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 03/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.